Event description:
The customer reported to olympus, during a colonoscopy, the maj-2207 tubing many have become kinked causing excess pressure and a bleeding injury to the patient. The tubing was connected to ofp-2 pump. A request for additional information is in progress. This event includes 2 reports as follows: (B)(6): k10035002. (B)(6): k10001141. This report is 1 of 2 for (B)(6): k10035002.

Event description:
The customer responded to our request for additional information. At the beginning of the diagnostic colonoscopy, the patient's bleeding was in the colon. The bleeding was irrigated and the pressure of the ofp-2 was turned down. The intended procedure was completed with the same subject device. There was a small delay of three (3) minutes while inspecting the pump and turning down the ofp-2. The customer suspects the tubing may have been kinked by the water bottle placement on the cart. The subject device was inspected prior to use and no issues identified.